Manufacturer narrative:
Based on the initial information provided by the customer, the root cause appears to be inappropriate clinical decision. The labeling clearly states that patients with implants are contraindicated. A failure to follow the patient screening procedures provided in the instructions for use and not following the manufacturer's recommended conditions for use could have led to this adverse event. System files were reviewed and no systemic issues were identified. The system appears to have been operating within specifications. Attempts have been made to obtain additional information from the customer, who has not provided additional information. No further actions are required at this time.

Manufacturer narrative:
Patient information was not provided after multiple attempts as follows: (B)(6) 2015 phone, (B)(6) 2015 phone, (B)(6) 2015 voice message. Reporter email address not provided. Date of manufacturer to be provided. This corresponds to user facility report#: (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient with an implantable pain pump experienced sudden abdominal numbness shortly following commencement of a right knee MRI. The procedure was immediately halted and the patient was taken to the emergency department for evaluation. The patient subsequently expired.